Event description:
It was reported that a nurse put down the bed's guard rails and took out the inspiratory limb of the circuit. The ventilator generated multiple alarms and the pt was not being ventilated for 15 minutes. The pt was bagged. There was no pt harm. (B)(4).

Manufacturer narrative:
Our field service engineer who was dispatched to the site examined the ventilator. The ventilator was found functioning normally and no parts were replaced. The ventilator's logs were downloaded and it was returned to service. The eval of the logs shows that they contain alarms that indicate a disconnection situation on the given day and time of the event. The logs show that the disconnection lasted 13 minutes. There is no indication in the logs of a ventilator malfunction at the time. The conclusion in the matter is that there was no ventilator malfunction at the time. The reported disconnection was caused by the nurse who in the course of putting down the bed's guard rails took out the inspiratory limb. The ventilator alarmed during the entire duration of the disconnection. (B)(4).